Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service, a cosmetic defect was noted. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.